Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported conflicting sars results for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the patient first tested positive and then negative with a retest the same day. It was communicated that the same swab was used for the retest (off-label use).